Manufacturer narrative:
The pump was received with cracked reservoir tube lip, scratched display window, and cracked case near display window corners. There was no button response and button error alarms due to corroded keypad traces. No moisture damage noted on electronic assy. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with button error alarm on their insulin pump. The customer states their device suspended when trying to bolus, and soon after received the button error. The customer's blood glucose level at the time of incident was 468mg/dl. The customer treated the high with manual injection. The customer states the pump alarmed after exposure to moisture. The customer states the pump was exposed to sweat. The customer was advised the pump would have to be replaced and returned for analysis.